Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded in september 2021 and caused the device to overheat and make a burn mark on nightstand. The user also alleges the water reservoir doesn't hold water. The user alleges hospitalization for chest pain, headache, traumatic head injury, and low breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging degraded in september 2021 and caused the device to overheat and make a burn mark on nightstand. The user also alleges the water reservoir doesn't hold water. The user alleges hospitalization for chest pain, headache, traumatic head injury, and low breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first/second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.